Event description:
A pt supported by a left ventricular assist device (lvad) and the portable tlc ii driver was at home and noticed air escaping from the lvad. Hosp staff visited the pt's home and noticed a small crack (slit) near the thread of where the metal y-connector is screwed into the polysulfone housing of the lvad in the tubing. Air was not actively escaping but could be heard while manipulating the driveline/y-connector. The hosp representative applied tape and stented the connection with a stronger tube cut length wise and placed over the tubing to stabilize the connection. The pt remained stable throughout event and remains supported by the lvad and driver.